Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that interrogation of the pulse generator showed a battery voltage of 2.61 v. Premature elective re- placement indicator (eri) was suspected. The patient was asymptomatic. The device was removed and replaced.